Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer stated one tampon came apart when removing the tampon. She removed the remaining piece.